Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced inaccuracies between the continuous glucose monitor (cgm) and blood glucose (bg) meter. The sensor was inserted into the abdomen on (B)(6) 2019. The patient stated readings were taken 30 minutes before they fainted. The patient could not remember what the cgm was displaying at the time of event. The patient was taken to the hospital by ambulance and alleged they had wrong sensor readings. Prior to fainting they had a seizure where their eyes were rolling, and they bit their tongue. The patient was treated with saline solution insulin and was in the hospital from 9:00 pm to 2:00 pm the following day. No data or product was provided for investigation. Confirmation of the allegation was undetermined. The probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator for the time of event. No additional patient or event information is available.